Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 469 mg/dl. Customer's other blood glucose value was unknown. Customer was not in auto mode. Customer was declined to troubleshoot for high blood glucose because they was off the insulin pump .the device will not be returned for analysis.